Event description:
Medtronic received information regarding a navigation system and automated trajectory guidance unit being used outside of a procedure. It was reported that the device stopped before the targeting unit moved to the created plan. The targeting unit light went out. The power of the automated trajectory guidance unit turned off by itself. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 25650, serial/lot #:(B)(6), ubd: , UDI#: ; product ID: 29631, serial/lot #: (B)(6), ubd: , UDI#: h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 28080, serial/lot #: 110, ubd: unknown, UDI#: unknown h2, additional information: d1, d4, h4 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the targeting unit was returned for analysis. When connected to a known good system, the returned targeting unit was found to be fully functional. There was no delay or stoppage during use. No problem found. It was returned on feb 27, 2025, the control unit was returned for analysis. The returned control unit had a scratch on the display and a scratch across the control knob. Otherwise, the control unit was found to be fully functional when connected to a known good unit. No problem found. It was returned on feb 27, 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.